Manufacturer narrative:
The calibration and qc were acceptable. The alarm trace showed multiple "sample foam" and multiple "sample clot" alarms. The gear pump head and measuring cell (mc) replacements were overdue at the time of the event. The investigation did not identify a product problem. The investigation determined that the issue was consistent with pre-analytical handling issues.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 13.8 pg/ml. The repeated results were 31 pg/ml and 12.4 pg/ml.